Event description:
It was reported that a patient was injured when he got out of bed and fell and broke his hip. The facility reported that the product was previously alarming and the facility shut the product off.